Manufacturer narrative:
(B)(4). How was the patient impacted? Asku. What was the procedure? Lap chole. How was the device removed from tissue? The handle was forced apart to remove the stapler. How was the procedure completed? Asku. Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. The analysis results of the device found that it was received in good visual condition. Upon evaluation the device fired five clips intermittently, conforming. In addition, the device did not lockout as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the handle of the device. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. In addition, the excessive body fluids could have affected the lockout functionality of the device. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the device was closed on an artery and would not release. It is unknown how the device was removed from the tissue. The surgeon is using this device due to the not being available. It is unknown how the case was completed. No adverse consequences reported. No other details are available.